Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿the medium-large clip applier instrument was not able to clamp¿. Failure analysis found the primary of clip test failure to be related the customer complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, when the grips clip test was performed, the instrument failed to fully close the clip on several attempts. Visual inspection of the instrument did not find any signs of physical damage to the clip grips on the distal end. The housing was removed from the back end, and no damage was found. The root cause is not determinable/applicable. A review of the instrument log for the medium-large clip applier instrument (part # 478053-04/lot# n10210510 0021) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022, on system sk3182. The instrument had 68 uses remaining after last use. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not able to clamp. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer used the medium-large (ml) clip for ligation. During clip application, the instrument was able to hold the clip but could not clamp on the tissue. The vessel was less than 10 mm in diameter. No broken/ loose cable was noted. There was no misapplication issue. In addition, non-intuitive motion was not observed. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no patient injury/harm.